Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered several lead integrity alerts (lia) for high rate non-sustained episodes, high numbers of short v-v intervals, and pace/sense impedance variation. It was also reported that the lead had a known ring electrode issue and exhibited possible oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.